Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert for impedance issues, and it was noted that the insulation was detached. Reprogramming was performed, and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that ra noise, oversensing, and an inappropriate atrial tachy response (atr) event were later observed. It was noted that the noise was likely due to myopotential oversensing. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert for impedance issues, and it was noted that the insulation was detached. Reprogramming was performed, and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.